Event description:
It was reported to boston scientific corporation, that during preparation and prior to use, the optiflo injection needle was tested and found able to deploy, but the needle would not retract. A total of eleven devices were reported to malfunction during this event. Refer to the manufacturer report #'s listed below for details of the other ten devices: 3005099803-2008-06881, -06878, -06879, -06880, -06882, -06883, -06884, -06885, -06886, and -06888.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.